Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without low battery alert. The customer also reported that the insulin pump alarmed battery out limit. The customer's blood glucose was 181 mg/dl at the time of incident. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no unexpected off no power alert and unexpected battery out limit alarm noted. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.